Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient had died but was unable to provide further details at that time. Customer technical support (cts) followed up with a family member on (B)(6) 2017 and the family member alleged that the patient¿s death was associated with the pump, but was unable to provide further details and referred cts to an additional family member. Multiple attempts have been made for additional information and pump troubleshooting, without success. Per the online obituary, the patient died from ¿complications of diabetes¿ on (B)(6) 2017. No additional information is available at this time. This complaint is being reported based on the allegation that the patient¿s death was associated with the pump.